Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was in the range of 535 mg/dl. Customer was treated with insulin pump for high blood glucose. Customer stated that reservoir was unable to lock in place due to reservoir compartment damaged. Customer was assisted with troubleshooting. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received unable to performed the displacement test or verify blood glucose level anomaly due to complete broken reservoir tube lip, broken battery tube threads and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.